Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) patient was presented with oversensing resulting in shock therapy and pacing inhibition.